Manufacturer narrative:
The package insert contains mixing instructions. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The surgeon reported the consistency of the cement is never the same. Sometimes it's runny; sometimes it's too thick. More information was requested but has not been received.